Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; other: cokatte 4.5fr. Guiding catheter/sheath. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 90% stenosed proximal left anterior descending artery. After pre-dilatation, a 3.5 x 38 mm xience xpedition stent delivery system (sds) was being advanced through a 4.5f micro catheter when there was resistance and the sds stuck in the micro catheter. The devices were removed from the anatomy together. A new micro catheter and a non-abbott stent delivery system were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position the device was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for difficult to position or difficult to remove from this lot. It is specified in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) the minimum guiding catheter inner diameter is 5 french. Based on a visual inspection of the returned device, there is no indication of a product deficiency.